Manufacturer narrative:
H10: the sample (patient line connector only) was received for evaluation attached to the transfer set. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak and clear passage testing were performed with no issues noted. The amia patient line luer met all manufacturing specifications and an issue with the connection to the female connector of the transfer set was not duplicated. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd set with cassette could not be disconnected from the female connector of a minicap extended life pd transfer set. This occurred at the end of treatment for peritoneal dialysis therapy when the patient was trying to separate the female connector from the patient line. The nurse had to cut the patient line in order to disconnect the patient. There was no report of patient injury, however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.